Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow-up visit experiencing diaphragmatic stimulation. It was noted that the left ventricular (lv) lead exhibited phrenic nerve stimulation. The lv lead was explanted due to venous occlusion and was replaced with a left bundle area pacing (lbap) lead. There were no patient consequences.